Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) levels of 18-28mmol/l with extreme drowsiness, moderate urination, moderate dizziness, extreme dry mouth and no ketones. The patient did not receive any treatment for this bg excursion. The basal delivery totals in the total daily dose match active basal program total. The basal history matches the active basal program settings. All settings are correct. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus and the last basal delivery occurred on (B)(4) 2014. Black box shows on (b)(60 2014 prior to event date a routine cartridge change was performed resulting in insulin interruption from 20:17 to 20:32. The total daily dose adds up correctly. No alarms related to the complaint observed in alarm history. The pump successfully completed delivery accuracy test. Investigators were unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.